Event description:
According to copies of medical records received from the initial reporter, the pt was admitted to the hosp with a history of progressive symptoms of aortic stenosis. The pt underwent double coronary artery bypass graft surgery and replacement of his bjork-shiley convexo-concave aortic heart valve and was discharged home five days post-operatively. The medical records indicate that the pt was discharged home with a right mid-lobe atelectasis and discoid atelectasis at the left lung base.